Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis further specified as an infection. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. On an unreported date, the catheter was removed "due to infection" and the patient was moved to hemodialysis. At the time of this report, the patient outcome of this peritonitis event was not reported. No additional information is available.